Event description:
It was reported that the patient presented for a scheduled replacement procedure. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited a high capture threshold and noise over-sensing, which resulted in pacing inhibition. The noise was noted on the rv channel with and without pocket manipulation. The rv lead was capped and replaced on (B)(6)2025. The patient remained in stable condition.